Manufacturer narrative:
The primary report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 16 (timeout moving to take-up position) error message was confirmed during functional testing and archive review. The secondary report of the platform displaying a ua 7 (discrepancy between load 1 and load 2 too large) error message was not reproduced during functional testing; however has one occurrence of a ua 7 error message in the archive review. Probable cause of the ua 7 error message; the mannequin is not correctly oriented on the platform or the mannequin or the lifeband has shifted during shift check. Load cell characterization check was performed and the platform passed within specification. The tertiary report of the platform displaying a ua 45 (driveshaft not at "home" position after power-on/restart) error message was not observed during functional testing and archive review. The platform was functionally tested and during initial power up, displayed a (ua) 16 (timeout moving to take-up position) error message which was attributed to a seized brake gap. The root cause of the ua 16 error message is due to this observed issue. After the brake gap was cleaned and adjusted, the platform was further functionally tested and passed specification. As part of routine service during testing, the device was further examined and found a damaged top cover. The autopulse platform is a reusable device and was manufactured on 03 oct 2013. It is approaching its expected service life of 5 years. The device has not seen regular preventive maintenance. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. This observation is not related to the reported event. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported to autopulse with serial number (B)(4), reported on 10 dec 2014, replaced the drive train motor to remedy the issue.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large), ua 16 (timeout moving to take-up position) and ua 45 (driveshaft not at "home" position after power-on/restart) error messages. No patient involvement.